Event description:
It was reported that this electrode exhibited high out of range shock impedance and threshold measurements. This patient underwent a procedure in which the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode were explanted and a new system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.